Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor resistance reading was out of calibration. The pump was rewound, loaded, and primed successfully with no alarms occurring.

Event description:
Eval demonstrated that the force sensor resistance reading was out of calibration.